Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. He was unable to use the insulin pump's buttons. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.